Event description:
It was reported that during a prostate procedure the aiming beam fired straight out of fiber @ 30,691 joules. After about 30,000 joules the fiber fired straight through the top of the fiber, (forward firing). The procedure was completed with a second fiber. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing shows signs of contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure limiting the performance of the fiber.